Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Myocardial infarction, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the elevated enzymes is a secondary effect of the myocardial infarction. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial, that the procedure was to treat a bifurcation lesion in the mid lad/2nd diagonal. After pre-dilation, the 3.5 x 28 mm xience was successfully deployed in the main branch resulting in timi 3 flow. The side branch was not treated, but also resulted in timi 3 flow. Post-procedure, there was an increase of ck-mb, determined to be mi. The symptoms resolved three days later. There was no reported treatment. No additional event or patient information is available.